Manufacturer narrative:
Device is an instrument and not implanted/ explanted. Device history record review: device history records: a review there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications and/or was acceptable to ship. Disposition: invalid. Placeholder.

Event description:
It was reported a malfunction with a blade guide sleeve occurred postoperatively with the compression nut and aiming arm. It was reported that the compression nut should engage the aiming arm and it engages but pulls out on its own. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
Product development event evaluation: during this evaluation, the returned (130 deg aiming arm f/trochanteric fixation nails) device was assembled with a blade guide sleeve (part#357.369, lot# 76667) and compression nut (part#357.371, lot# 4436455). Known good mating instruments to complete the insertion construct in attempt to replicate the complaint description. The blade guide sleeve with compression nut was inserted into the returned aiming arm and the locking mechanism on the aiming arm was able to retain and release the compression nut on each attempt. The complaint condition could not be replicated during this evaluation. The compression nut and blade guide sleeve were not returned for evaluation; however, a known good blade guide sleeve and compression nut were utilized during this evaluation, which showed that the aiming arm will retain and release as intended. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Third person manufactured of the buttress/compression nut, part and lot number. Due to an unknown cause, the buttress/compression nut appears worn, with rough/dinged connecting edge, scratches in the smallest outside diameter, and scratched knurl. The part initially conformed to the specified material requirements, dimensional specifications at the required aql level per the (B)(4) inspection sheet. Upon inspecting the returned part for dimensional requirements, it was found that the outer diameter of the connecting end of the nut (26.6 to 28.7 mm) is over-sized (28.99 to 29.02 mm) however, functional testing with the included aiming arm shows that the aiming arm will still engage the nut easily, but not retain it. The included blade guide sleeve threads smoothly into and out of the nut. Based on the specifications at the time of original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate.